Event description:
As reported, before use in patient, this fogarty thru-lumen embolectomy catheter had a balloon leakage. There was no allegation of patient injury. The device was received for evaluation. As per evaluation results, the balloon was found to be ruptured in the middle area. The edges of latex did not appear to match at the ruptured region.

Manufacturer narrative:
One fogarty thru-lumen embolectomy catheter was received by our product evaluation laboratory for a full examination. Balloon was found to be ruptured in the middle area. The edges of latex did not appear to match at the ruptured region. Windings were intact. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". As part of the manufacturing process a 100% of the units go through balloon and winding inspection process. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect. Patient demographics unable to be obtained.